Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's rhythm was not being sensed. The physician noted the lead to be dislodged. Fluoroscopy images indicated lead fracture and confirmed the dislodgement. Lead replacement procedure was anticipated. Additional information was requested but has not been received. No further information is available at this time.

Manufacturer narrative:
Additional information on this event can be found in 2017865-2018-04860.